Event description:
It was reported by a consumer complaint that, the patient was treated by paramedics due to an incident of low blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor gave her a result of 307mg/dl for which she corrected. Reportedly, the patient laid down and was found by her husband a short time later unresponsive. The paramedics were summoned and she was treated on scene. The reporter used the glucose monitor successfully since the incident, and believes she possibly had glue on her hands when she tested. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to be reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected and the product was within specification. Note: the customer did not return or identify the test strips that they had used.